Event description:
It was reported that the atrial lead was unable to be implanted. The lead was removed and returned for evaluation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found no anomalies. The lead passed all physical and electrical specifications.